Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited out of range impedance measurements, and oversensing of noise. The issue could not be reproduced with isometrics and arm movements. Boston scientific technical services (ts) reviewed the device data and noted inappropriate anti-tachycardia pacing (atp) and a shock due to the oversensing. The physician is trying to determine if there could be a lead issue or setscrew issue. The cause is unknown at this time. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated this right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.